Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2017 a patient from (B)(6) had a percutaneous endoscopic gastrostomy (peg)tube placement. The patient had stoma discharge and a protuberance of a small scale after palpation. On (B)(6) 2017 the physician placed the patient on an antibiotic of ceclor 500 mg 3x a day to treat the protuberance.